Event description:
It was reported that the sys 9800 experienced a failure during initialization that could not be cleared. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The power cap module was found to have a mechanical failure of a relay preventing the sys from producing x-rays. The entire power cap module was replaced. The sys was tested and found to be working as intended and placed back into svc.